Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned modular cable revealed corrosion within the inline connector that would have resulted in the driveline communication fault alarms confirmed in the submitted log files. A specific cause for the corrosion could not be conclusively determined through this evaluation. The heartmate 3 modular cable was returned in used condition. The inline connector revealed a green/white corrosion at the base of the pins. The controller connector appeared unremarkable. The modular cable was connected to a cirris tester in order to test the integrity of its wires. The cable did not pass testing and was then tested on a mock circulatory loop for approximately 45 minutes. No alarms were observed. The corrosion was then cleaned using a cotton swab moistened with isopropyl alcohol. Following cleaning, the modular cable reconnected to the same cirris tester and passed electrical testing. After functional testing, the underlying layers of the cable were inspected and appeared unremarkable. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for the returned modular cable, lot number 8132555, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU (rev. B) is currently available. Section 2 entitled ¿system operations¿ describes how to replace the modular cable. Section 5 entitled ¿surgical procedures¿ warns: ¿keep connectors clean and dry and away from water or liquid. If the connectors come into contact with water or liquid, the system may fail to operate properly or you may get a serious electric shock.¿ section 6 entitled ¿patient care and management¿ explains how to clean and care for the driveline. Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 7 provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 entitled ¿equipment storage and care¿ explains that as needed, the user can clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. This section also advises not to immerse equipment in water or liquid. The heartmate 3 lvas patient handbook (rev. B) is also currently available. Section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a driveline communication fault alarm on (B)(6) 2024. The patient visited the hospital and the perfusionist cleared the alarm. Log files were reviewed and confirmed the alarm. The system controller was exchanged but the alarm did not resolve. The modular cable was then exchanged, and the alarm resolved. After the exchange, the modular cable was expected, and a portion of the inside connector was found to have been corroded.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.